Event description:
It was reported that the patient experienced a shocking/jolting sensation at lead/extension site when stimulation was on. The shocking and jolting ceased when stimulation was turned off. When the patient had a positional change (leaning backwards) stimulation felt like a bee sting. X-rays were taken but were found inconclusive. The company representative was unable to reprogram around the electrodes. All impedances were within normal ranges. Additional information has been requested from the hcp, but was not available as of the date of this report.